Event description:
It was reported that the patient lost therapy due to the ipg being inoperable. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the ipg replaced on 16may2022.